Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation. CAPA (no. CAPA-200735), is currently performing the root cause investigation regarding the falling off of the distal cover. At this time, the likely, causes of the distal cover falling off the scope are as follows: 1. The cover was easily removed from the scope, due to insufficient attachment to the scope. 2. Chemicals, such as anti-fogging agents adhered to the distal cover, and the rear end of the distal cover was damaged by chemical attack. Making it easy to remove the cover from the endoscope. The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿please make sure that the distal cover is intact without any problem before installation. And it has no damage (crack) after installation¿. ¿also, do not use anti-fog agents, as it is known, that anti-fog agents will damage the cover¿. A correction has been made to d4 to provide information, that was not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography the single use distal cover fell into the patient's body. It was discharged out of the body, and there was no impact to the patient. The procedure was completed without collecting it. Additional information has been requested. Patient identifier: (B)(6) is for the evis lucera elite duodenovideoscope. Patient identifier: (B)(6) is for the single use distal cover.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following field: b5.

Event description:
Additional information obtained from the user facility indicated that the patient was in their 60's, no exact age was given. The indication for the endoscopic retrograde cholangiopancreatogram was to replace a stent due to bile obstruction. It was clarified that the single use distal cover fell into the patient's duodenum and was discharged as stool. It was additionally stated that there was a 5 minute delay when replacing the scope, but there was no impact on the patient.